Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at thistime. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
This device was not implanted because the patient died on the table. The cause of death was not reported because the rep who reported this event was not at the implant. We are currently attempting to gather that information. Additional information: the lab confirmed the cause of death was cardiac arrest. They believe the patient was on table for extended period of time under sedation and decompensated and never recovered. There is no complaint against this lead.